Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a planned/non-emergency procedure. The procedure was completed as planned because the issue was intermittent. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. Troubleshooting and assessment of the system event logs found that the last perspective image was occasionally not saved. The fse replaced the image processing pc (ippc) as a result and then reinstalled the operating system and application. The ippc was returned for failure analysis but no failure was found while testing. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a fluoro storage problem. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.